Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent an incisional hernia repair with implant of a composix kugel mesh. (B)(6) 2015 - the patient had this mesh removed after it was found to be stuck to her small bowel. The attorney alleges the patient experienced pain, additional surgical procedure, explant and disability. Addendum per additional information provided: attorney alleges that patient experienced abscess, adhesions, bowel obstruction, intracutaneous fistulae, infections, mesh migration, mesh shrinkage, pain, recurrence, ring break, subcutaneous and subfascial fluid abscess and emotional injuries. Addendum per medical records provided: (B)(6) 2008 - patient was diagnosed with incisional hernia and underwent colostomy closure and hernia repair surgery. Per the operative report details, ¿an appropriate size piece of biologic mesh (allomax, device #1) was cut to shape, inserted into the abdomen and sutured to the anterior abdominal wall with horizontal mattress stitches of 0 prolene suture with about a 3 cm overlap of the edge of the fascia.¿ (B)(6) 2008 - patient underwent surgery for multiple incisional hernias. Per the op-notes, ¿the hernia sac was opened and lysis of adhesions was carried out... The fascial bridges between the 3 main hernias were divided. The patient was noted to have a large piece of biologic mesh (device #1) present in the upper portion of the abdomen and this was divided as well. The final defect measured about 22x10 cm." A 22.1 x 27.1cm of bard composite mesh (composix kugel hernia patch, device #2) was then inserted, anchored superiorly. Inferiorly and laterally with horizontal mattress stitches of 0 novafil suture; tacked circumferentially to the abdominal wall through the prolene portion with a tacker. The midline fascia, hernia sac and previous biologic mesh (device #1) were closed, which completely covered the mesh (device #2). (B)(6) 2015 - patient was diagnosed with an incarcerated incisional hernia, and small bowel obstruction. Per the op-notes, ¿the small bowel was dissected off from the anterior abdominal wall and the edges of the hernia sac and the prior mesh (device #2)¿, we incised the mesh (device #2) with the curved mayo scissors eventually approximately 3/4 the way up the size of the mesh (device #2). The adhesions were then taken down¿ there is a portion of the small bowel that was adherent to the left lateral aspect of the hernia mesh (device #2), but a portion of the wall had gone between the mesh (device #2) and the abdominal wall¿ and in taking this down, enterotomy was also performed. The mesh (device #2) was reapproximated with 0 prolene 2 sutures. (B)(6) 2015 - patient developed intracutaneous fistula and was readmitted with recurrent abdominal pain with nausea and vomiting. The mesh (device #2) was opened at bedside and a large amount of succus was drained. (B)(6) 2015 - patient underwent exploratory laparotomy, removal of infected hernia mesh, lysis of adhesions and small bowel resection. Per the operative notes, ¿an elliptical incision was made around and over the fistula¿ the adhesions were carefully taken away from the anterior abdominal wall in order to isolate the area of the small bowel which was densely adhered to the mesh (device #2) in the center. The mesh was carefully dissected off the abdominal wall and passed off the field. There was an inflamed mass where the bowel was densely adherent to the mesh and the rind caused by the mesh.¿ small bowel, inflamed mass and the fistula were resected. Between (B)(6) 2015 to (B)(6) 2016; the patient frequently visited hospital for post-surgical abdominal wound, chronic pain and gerd.

Manufacturer narrative:
To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information and to correct the explant/event dates found in the medical records: based on the additional information received, no conclusions can be made. The instructions-for-use supplied with the device lists adhesions, fistula formation and hernia recurrence as possible complications. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Note the patient¿s attorney alleges ring break, mesh migration and mesh shrinkage however, there is no indication in the medical records provided to support these allegations. Based on the medical record review, the patient had an additional device implanted ( allomax device #1). Based on the information provided, it does not appear that the patient had any adverse events associated with the allomax and there is no claim being made against the device. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10 corrected fields: d6b (date of explant) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent an incisional hernia repair with implant of a composix kugel mesh. On (B)(6) 2015 - the patient had this mesh removed after it was found to be stuck to her small bowel. The attorney alleges the patient experienced pain, additional surgical procedure, explant and disability.